Manufacturer narrative:
The rapid infuser has been returned to (B)(4) for evaluation. Evaluation of the unit is in process; a follow-up report will be submitted. The manufacturing records for this serial number were reviewed and nothing notable was observed. The operator's manual provides a chart to help the user choose an appropriate cannula size for the desired flow rate and infusate. According to the operator's manual, in preparation to connect to the patient, the user must "select an appropriate cannula size for decided flow rate." It also cautions that "a single dedicated intravenous access should be used exclusively for infusing blood components and solutions compatible with blood." The rapid infuser is not intended to infuse through a dialysis catheter. No patient injury was reported. It was noted that infusion continued to run slowly even after the users had switched to another machine. Upon following up with the user facility, the initial reporter was unable to provide the cannula size or type of fluid infused. A follow-up report will be submitted upon completion of the investigation. Additional training will be provided if necessary.

Event description:
Belmont's sales representative received a complaint from the user facility and relayed the following report: "received a phone call from a nurse manager stating that unit was used on (B)(6) 2020 to infuse blood into a dialysis catheter. Rate was set at 500cc/min. Delivery rate was running 50 to 100 cc per minute. One unit of blood was infused approximately 350cc. The total volume infused section on the screen showed over 3000 cc infused. They then stopped the infused [sic] and switched to a different machine. Infusion continued to run slowly but the volume infused was correct."

Manufacturer narrative:
The rapid infuser, ri-2 involved in the incident was returned to belmont for investigation. We were unable to confirm the complaint that the incorrect volume of fluid was displayed on the screen. The system will reduce the infusion rate in order to keep the pressure in the line under the pressure limit, which may cause the flow rate to slow down or prevent it from reaching the set rate. In the event that the flow rate is slowing down or will not go at the set rate, the operator's manual provides the following recommended operator actions: "check and remove kinks or obstructions in the tubing"; "use the appropriate infusion set recommended in the guide, match the infusion set to flow rate and fluid type"; and "increase flow by increasing the pressure limit. Change the pressure limit in calibration/setup to a higher limit (maximum pressure limit is 300 mmhg)". As high pressure may occur if the infusion site is not well placed or the catheter bore size is too small, the operator's manual instructs the user: "select an appropriate cannula size for the decided flow rate" and provides a chart to help the user choose an appropriate cannula size for the desired flow rate and infusate. The manual also cautions that "a single dedicated intravenous access should be used exclusively for infusing blood components and solutions compatible with blood." The rapid infuser is not intended to infuse through a dialysis catheter. The manufacturing records for this serial number were reviewed and no anomalies were identified. There was no patient injury reported. Belmont will continue to monitor and trend similar reports of this nature.